Event description:
It was reported that the device pocket was suspected as infected. During the explant of the implantable cardioverter defibrillator (ICD) system the left ventricular (lv) lead was scarred to the superior vena cava and difficult to extract. The patient died due to a tear of the superior vena cava.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 694758 implanted: (B)(6) 2008; product ID 407645 implanted: (B)(6) 2008; product ID d314trg implanted: (B)(6) 2013. (B)(4).